Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. Provocative testing was performed, and the noise was reproduceable. The device was reprogrammed to resolve the event. The patient was stable.